Event description:
Reportedly it was impossible to extract the lead from the connector of a crt-p (biotronik), despite the use of physiological serum and oil. The physician need to destroy the connector of the pacemaker to retrieve the lead. After verification of the electrical parameters (all were good), impossible to reinsert the lead to the new crt-p (boston) even using oil, the physician needed to use an adaptor (medtronic).

Event description:
Reportedly it was impossible to extract the lead from the connector of a crt-p (biotronik), despite the use of physiological serum and oil. The physician need to destroy the connector of the pacemaker to retrieve the lead. After verification of the electrical parameters (all were good), impossible to reinsert the lead to the new crt-p (boston) even using oil, the physician needed to use an adaptor (medtronic).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.